Event description:
It was reported that during a screening colonscopy, when angulating the scope, it would lock. The physician was thus unable to disengage during removal of a polyp, causing the colon to tear. Additional information regarding the treatment and outcome of the patient was requested multiple times, but not received.